Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional ht command 14 device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed lesion in the dorsalis pedis. A 1.2x20mmx145cm armada 14 over the wire (otw) balloon dilatation catheter (bdc) was advanced over an ht command 14 guide wire (gw) and attempting to navigate around the pedal arch, when the shaft of the bdc became deformed and advancing became difficult. It was decided to remove the guide wire and inject contrast, however the wire could not be removed from the bdc. The guide wire and bdc were removed as a single unit, and it was noted that the balloon visibly became bunched up on the wire causing it to become stuck. A secondary balloon and guide wire were used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty removing the device and deformed/bunched shaft were able to be confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deformed/bunched up shaft; however, the reported difficulty advancing and removing of the device appear to be related to operational context. Return analysis noted the balloon, inner and outer member were wrinkled and bunched sporadically and proximal to the distal balloon seal, which is likely what the account reported as the shaft became deformed/bunched up. Possible factors that may contribute to a wrinkled balloon, inner and outer member may include, but are not limited to, manufacturing, sheath placement technique, condition of the guide wire, handling of the device or technique of loading guide wire. A conclusive cause for the reported complaint could not be determined. In this case, since it was noted that the shaft of the shaft became deformed/bunched up during the procedure, it is likely that the shafts deformation/bunched up affected the maneuverability of the catheter and of the guide wire within the shaft, resulting in the reported difficult advancing and removal of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.